Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "unresponsive multiple time per week." Additionally, it was reported that the pump battery was "depleting more than 50% per day."customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.